Event description:
A report was received that the pt underwent a pocket revision because the ipg was not sitting properly in the pt's pocket. This ipg was repositioned, and the pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.